Event description:
Information was received indicating that when trying to prime or infuse the smiths medical cadd solis vip pump, the pump exhibited error code 41622. No patient was involved in this event. No adverse effects were reported.